Event description:
The technical service representative was called by the customer who stated she received discrepant calcium results on (B) (6) 2009 and (B) (6) 2009. The customer provided the following discrepant calcium results for two pt samples: pt 1, initial result 10.14. The same sample was repeated twice on the same analyzer, and gave results of 8.37 and 8.29 mg per dl. Pt 2, tested (B) (6) 2009, initial result 10.34. The same sample was repeated twice on the same analyzer, and gave results of 9.34 and 9.44 mg per dl. According to verbal info provided by the customer to the technical service representative, the discrepant high calcium results were not reported and the patients were not treated. If add'l info is received, appropriate notification will be provided.